Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they didn¿t know when the patient first experienced the infection, when the affected device(s) were implanted/explanted, or what the patient¿s weight was at the time of the event. The device was not going to be returned and the rep. Didn¿t know the status. There was no further information available from the healthcare provider (hcp) as they ¿didn¿t want to get involved.¿ no further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial/lot #: (B)(4), ubd: 08-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the right side ins and extension were removed due to infection. No further complications were reported or anticipated with this event.